Event description:
Siemens healthineers was notified of an issue involving the mammomat b.brilliant system. According to the provided information, the swivel arm of the system collided with a biopsy chair which was positioned within in the collision range of the tube arm. On (B)(6) information was received that a patient was sitting in the chair and was compressed during the collision. No patient injury was communicated. In a worst-case scenario, a critical injury could result if the issue were to recur.

Manufacturer narrative:
H3, h6: manufacturer's preliminary results and conclusion: according to the available information, a positioning error is assumed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
H3, h6: siemens healthineers completed a detailed investigation of the reported problem. It was stated that during a tomo examination the tube collided with the biopsy chair. The investigation at customer site performed by a service technician confirmed that the lower side of the tube cover hit the biopsy chair without causing damage on the cover. Additionally, the image quality was criticized. An analysis of the available images identified that the arm rest of the biopsy chair was in the beam field during examination. Based on all investigation results no system malfunction could be determined. In general, the operating personnel must ensure to exclude all dangers for the patient or other persons before system movements are initiated and no patient body parts are in the collision zones. This is also described within the operator manual (xpw7-400g.620.01.05. From page 38, chapter 2.3 mechanical safety). The complaint is closed. No further action is needed.